Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer has experienced hyperglycemia since (B)(6) 2014, and the customer's father believes the insulin delivery of the infusion device is inaccurate. The customer changed the accessories and increased his basal rate from 160-250%, but he has been unable to resolve the issue. The customer's normal blood glucose is 4-10.0 mmol/l. No adverse event was reported. The alleged product was requested for evaluation.